Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed exterior of programmer was cosmetically damaged. Analysis also found the ECG (electrocardiogram) connector was loose on the lem (link electronic module) printed circuit board assembly. Tabs on power cord door and keyboard were broken. Hinge plate screw and media bay door were missing. Right antenna post on rft (radio frequency transceiver) was loose and system fan was intermittently noisy. (B)(4)

Event description:
It was reported that the programmer exterior needed work. It was noted that nothing was functioning improperly. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.